Manufacturer narrative:
Sections with additional information as of 02-jun-2020: updated FDA's method, result, and conclusion codes meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc- 58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow -up call to ensure the replacement products resolved the initial concern. Unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from back to back blood tests of 233 and 490 mg/dl. The customer¿s expected fasting blood glucose test result range is 194-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 445 mg/dl and 481 mg/dl using truemetrix meter. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 07/19/2021. The meter memory was reviewed for previous test result history: (B)(6).